Event description:
On 10/22/04, the pt contacted lifescan alleging that her sure step original meter was prompting the error 6 message. The pt took no actions and received no medical attention or treatment following attempted use of the reported meter. The customer service rep confirmed that the meter was prompting the error 6 message. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.